Event description:
The straight long elite attachment was sent for eval due to overheating while being tested. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device.